Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011802, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011802 was manufactured according to the work instruction (wi) version 100 and manufactured in the machine multivac14 on 22/feb/2025, with a total of (B)(4) units. Glue-connector lot: the lot 5b02916 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 20/feb/2025, with a total of (B)(4) units. The lot 5b02917 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 21/feb/2025, with a total of (B)(4) units. The lot 5a04026 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 18/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.